Event description:
It was reported by the physician's office that the pt had had two seizures following the activation of her vns. The pt's husband stated she had been having one seizure a day, which is atypical for her. F/u with the physician's office stated that the pt reportedly had 4 "major" episodes since being implanted; however, attempts for further info have been unsuccessful to date.

Event description:
Reporter indicated it was unknown what to attribute the seizure increase to. The vns was adjusted as an intervention. The current vns settings are 0.50ma/20hz/250 pulsewidth/30 sec on/5 min off. No other information was provided.